Manufacturer narrative:
G3, h2, h3, and h6: it was reported that a right hip revision surgery was performed due to elevated metal ion levels in blood. The head and sleeve were explanted but not returned for evaluation. The other devices used in treatment were not returned for evaluation since they remain implanted in the patient. Additional information has been requested for this complaint but has not become available. A review of the complaint history for the cup, head, sleeve, and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the stem. Similar complaints have been identified for the sleeve and modular head, however, as the devices are no longer sold, no action is to be taken. Similar complaints were found for the cup and this will continue to be monitored. On account of the fact devices reportedly involved in this incident were not returned for evaluation, the relevant production records were reviewed. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Based on the information provided, the clinical root cause of the elevated metal ions, corrosion, cyst, and fluid cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a malperformance of the implant or implant failure. The patient impact beyond the revision and expected transient post-operative convalescence period cannot be determined. Without the return of the actual product involved or additional information, our investigation remains inconclusive and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. D10: add concomitants h6: update codes.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
(B)(6) bilateral patient. It was reported that, after a primary bhr-tha construct had been implanted on the plaintiff¿s right hip on (B)(6) 2009, the plaintiff experienced elevated metal ion levels in blood. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. The 48mm bhr modular head was explanted. During revision surgery, a cyst formation in the acetabulum was notable, which was excised and covered with a substitute material made of calcium phosphate. This intervention was well tolerated by the patient and the procedure was concluded with no complications.